Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch. (B)(4) units of this code batch were manufactured and distributed in the market. There are no units in stock in b. Braun surgical's warehouse. We have received 1 closed sample to analyze this case. Tightness test to the closed sample received has been performed and the unit is tight. We have tested the knot pull tensile strength of the closed sample received and the result fulfill the requirements of the european pharmacopoeia (ep): 4.20 kgf in average and in minimum (ep requirements: 2.73 kgf in average and 1.37 kgf in minimum). Degradation test results conducted with the sample received at 37ºc into a 0.9 % nacl solution after 14 days is 2.65 kgf in average and in minimum and fulfill b. Braun surgical requirement: 1.42 kgf in minimum. This value is in the usual range for this thread and size. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/ep and b. Braun surgical requirements. We have also reviewed the complaint history record, and there are no previous complaints in any of the other products manufactured with the same thread raw material batches as the used in this product. As stated in the precautions of instructions for use of the product: "users should be familiar with the surgical procedures and techniques involving absorbable sutures when using novosyn®, as the risk of wound dehiscence may vary depending upon the site of application and the type of material used. (...) When working with novosyn® suture materials great care should be taken to ensure that the use of surgical instruments, such as forceps and needle holders, do not cause any crushing or crimping damage to the suture material. Adequate knot security requires the standard surgical technique of flat, square ties, with additional throws as indicated by surgical circumstances and the experience of the surgeon." However, there are risks (side effects) associated to the use of novosyn® suture, which are mentioned in the instructions for use of the product: "an existing infection may be negatively influenced by any absorbable suture. The degradation of the suture may also be slightly accelerated depending on the patient and the severity of infection. The following side effects may be associated with the use of this product: pain, granuloma, seroma, hematoma, rejection, enhanced bacterial infectivity, wound dehiscence, anastomotic leak and haemorrhage." According to the results of the tests realized to the closed sample received from the customer and the batch manufacturing records review, the product complies with our specifications; therefore, we do not see any manufacturing fault or material defect that could have caused the incidence. Final conclusion: although the results of the closed sample received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed sample received. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client (veterinarian) reported that after an ovariohysterectomy (ovh) in a 7 month old cat. The cat went home with a body bandage. She came back 8 days later with suture dehiscence and inflammatory reaction. She was left to heal by second intention with omnimatrix, bandage and body. Resolved in 15 days. No further information has been received.